Event description:
It was reported that upon connecting the set to spiros closed male needle-free connector for circle priming, the chemotherapy started to backflow and a leak was observed at the connection between the set and spiros. There was a delay in the delivery of chemotherapy, however; it was confirmed that there and there was no patient injury.

Manufacturer narrative:
Additional information provided: b.5, d.4, d.10, d.11, h.4, & h.6.(device code). ************************************************************************************* the customer's report of a leak at the connection between the set and non-bd mating component was confirmed. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a crack along the base of the fixed collar. No other obvious damage or issue was observed. Functional testing confirmed leaking from behind the blue-colored component between the fixed and spin collars of the male luer. The blue-colored component was attempted to be removed. The component was observed to be clamped/locked and unable to be removed the cause of the leak was due to the observed crack along the male luer body. The root cause of the breakage was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that when infusion set was connected to spiros cap to circle prime, it started to backflow into spiros cap and was leaking between connection of spiros and infusion set.